Event description:
It was reported that the 18g x 1.16in (1.3 x 30 mm) insyte autoguard experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: after opening the package, ink was on the catheter.

Manufacturer narrative:
Investigation summary: received one 18ga iag catheter-adapter assembly along with an empty/open package from lot number 8275552. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the adapter received revealed specks of black material embedded into the plastic material of the unit. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt embedded resin specks result from material build up in the barrel/screw. As the material flows through the barrel/screw the buildup breaks free and ends up in the mold. Molds are being purged between the lots to avoid the buildup of the burnt/loose material; however, one lot can sometimes take up to ten days to produce and this defect can happen. The observed defect was not in the fluid path and did not affect fit, form or function of the product. The defect is not a result of inadequate quality controls and its cause is incidental. The defect is confirmed. Conclusion(s): manufacturing ¿ molding.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 18g x 1.16in (1.3 x 30 mm) insyte autoguard experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: after opening the package, ink was on the catheter.